Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Found high pressure and key stuck message in the event history logs. The customer stated problem was duplicated. Found fluid ingressions on the downstream sensor. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the customer improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured oct. 2006, and is out of warranty. Therefore, no manufacturing DHR review is needed.